Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 6 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the implanting center's emergency room on (B)(6) 2016 with the system controller alarming red heart with the message "connect driveline" even though the driveline was connected. A nurse exchanged the system controller to try to resolve the alarm; however, the alarm continued. It was stated that there was no lvad hum sound from the patient's chest and their lactate dehydrogenase (ldh) level was "through the roof". The report source did not know the specific value. The patient was initially alert and conscious with trouble breathing, diaphoretic skin and chest pain. Later the patient suffered a stroke and expired on (B)(6) 2016. A system controller log file was submitted to the manufacturer's technical services representative for review. The log file contained approximately 4 minutes of data and showed constant low flow events associated with elevated power greater than 10 watts. The pump struggled to reach the fixed speed of 9400 rpm and could only reach a speed of 720 rpm. There was a system controller exchange but the backup controller log did not have any pertinent information and just showed the driveline was disconnected. On 08/26/2016, a user facility medwatch report was received that stated: the patient presented to the ed with symptoms of sepsis and left ventricular assist device (lvad) dysfunction. Upon arrival to ed the patient complained of chest pain radiating down the left arm. The lvad had no appreciable hum and lvad values were grossly abnormal with no flow reading, pi of 1, and watts of 19 2. The patient also had elevated ldh of 1042. The patient would transfer to cardiac ICU where he would continue to decline in status and ultimately expire within a couple of days. What was the original intended procedure? After presentation to the ed, the intended procedure was lvad exchange due to pump thrombus.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline intact. Examination of the pump blood-contacting surfaces found depositions of denatured blood in the inlet elbow, inlet stator, outlet stator, outlet elbow and around the rotor. Depositions of clotted blood were also observed in the sealed inflow conduit and sealed outflow graft. All of the observed depositions appeared consistent with an interruption in flow. However, the evaluation could not determine the cause of the flow interruption. The depositions would have contributed to the reported increase in lactate dehydrogenase (ldh) and caused increased rotor drag, resulting in the low speed events, pump stoppages, and pump power increases on the system controller log file and the reported cessation of the motor. Electrical resistance testing of the pump found an electrical short between two of the pump motor phases. The pump was reassembled and connected to a mock circulatory loop using a test system controller and both of the returned system controllers. The pump did not start and the system controllers alarmed for driveline disconnect. The motor was sent to the manufacturer for further evaluation and a short between the motor phases inside of the motor was confirmed. The increased pump power consumption and flow obstruction caused by the observed deposition likely resulted in an increase in motor temperature. An increase in motor temperature could have contributed to the short inside of the motor, which would have caused the driveline disconnect alarm that was reproduced during the evaluation. Hemolysis, thrombus, stroke and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.